Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during dwell six of eight of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the set up that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient attempted to start therapy over using the same supplies. The patient was advised to end therapy and notify their nurse of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.